Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had total hip done 17 years ago and had poly wear in the hip. Patient had moderate pain.